Manufacturer narrative:
Eval method: device history record review. Results: the device history record review revealed no issues or discrepancies that can potentially relate to the complaint description reported. Conclusions: no eval will be performed. The customer complaint cannot be confirmed due to the lack of sample or picture. If additional info about the conditions in which the product was used or sample is available, this complaint will be updated accordingly. A f/u report will be submitted if additional info is received.

Event description:
The event is reported as: on the 5th day of having the chest drain on, nurse found a foamy fluid coming from pt's sternum where the tubes were and then saw air leak meter having bubbles in all chambers constantly. After checking chest drain, they removed and put on another s-1100 and the pt stabilized. No pt injury reported.